Manufacturer narrative:
Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information received, it was reported that during an acl reconstruction, when performing the countertraction to lock the knot of the adjustable rigidloop, the speedtrap construct green/white, short, slipped, releasing the graft. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The speedtrap was received and evaluated. Visual observations reveals that the suture was not assembly. It was identified that the suture was damage, it had some areas slightly frayed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. This failure mode could not be replicated, and the suture was not attached in the device. This complaint cannot be confirmed, and we cannot determine a root cause for this failure mode. The possible root cause could be related when trim the graft ends less than 3mm from the distal whip stitch, which could cause that suture construct may slip off the graft. The damage in the suture could be attributed to the user used snaps or other instrument to pull the suture. However, it cannot be conclusively affirmed. As per IFU, do not trim graft ends less than 3mm from the distal whip stitch; the suture construct may slip off the graft. Orient the delivery device with the suture tails distal to the graft end. Pass the graft through all suture loops until the graft end is flush with jaws of the delivery device. Apply axial tension to the graft while pulling each suture limb until all suture loops are tight around the graft. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in colombia that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that when performing the countertraction to lock the knot of the adjustable rigidloop, the speedtrap construct  green/white, short device slipped then releasing the graft. During in-house engineering evaluation, it was determined that the device had some areas that were slightly frayed. There were no adverse patient consequences reported. No additional information was provided.